Manufacturer narrative:
The service engineer (se) reported that a "check vent: internal battery failed" (diagnostic code: 1124) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. In addition, it was confirmed that the output voltage of the battery was 0 volt. The se noted that a lithium-ion battery needs to be replaced to resolve the issue. The repair will be performed after the quotation on the above is approved.

Manufacturer narrative:
H10: e1 initial reporter: (B)(6).

Event description:
Philips received a complaint from the medical engineer, reporting that the v60 ventilator had a battery failed alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the "check vent: battery failed" (diagnostic code: 1124) occurred in the repair center and occurrence record of the alarm was also confirmed in the event log. The se replaced lithium-ion battery to resolve the issue.